Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead had dislodged upon fixation in the vessel and failed to be implanted after three attempts. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.